Manufacturer narrative:
(B)(4). This is a report of air in line where the patient line was not properly primed. The patient line clamp was closed during priming. The patient line not being properly primed is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line clamp was closed during priming. Proper procedures per the user manual were reviewed. The technical service representative assisted with ending therapy. The patient planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.